Event description:
It was reported that the patient had a ventricular fibrillation (vf) episode, fell, and broke their leg. It was questioned why there was not a carealert transmitted after this episode. The patient's implantable cardioverter defibrillator (ICD) detected the episode and was prepared to deliver therapy when the vf episode terminated so no therapy was delivered. This was expected operation and no alert is generated in this situation. The patient also received a shock 10 months earlier and the carealert transmission did not occur because the ICD could not communicate with the remote network. The ICD then initiated a tone indicating the transmission did not occur. The tone has continued on a regular basis since first activated. Interrogation of the ICD was recommended in order to reset the alert tone. The ICD remains in use and no changes were indicated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.